Event description:
It was reported by the customer that a pyxis medstation es system station is not turning back on. The customer stated that pyxis is not powering on, and there is no display visible on the user interface, resulting in a delay in the medication dispensing process. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that pyxis is not on due to drawer failer. Field service engineer replaced drawer and rail to resolve the isse. The system functioned as intended after the field service engineer troubleshooted the device.